Event description:
It was reported that a malfunction occurred with a pump, displaying a malfunction code. This issue caused the customer's blood glucose level to exceed 500 mg/dl, with the specific value unknown but displayed as "high." The customer addressed the high blood glucose level with a correction injection via multiple daily injections (mdi) and did not require incapacitating assistance from a third party. The customer was assisted by technical support in resetting the pump, after which the malfunction did not recur. The customer was instructed to continue using the pump and to contact support if the issue reappears.